Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that his battery is unable to charge. The pt also reported that the device was prompting him to insert the battery into the device, although the battery seemed to be in place. The pt was provided with a replacement monitor, battery pack and battery charger.

Manufacturer narrative:
Device manufacture date: battery pack (B)(4): 02/2009. Monitor (B)(4): 10/2008. Battery charger (B)(4): 04/2007. Device evaluation summary: device evaluations of battery charger (B)(4) and battery (B)(4) have been completed. The reported problem (battery is unable to hold a charge) has been confirmed. During service investigation, it was discovered that the cause of the charger malfunction was a defective component (q1). Q1 is the current controlling component of the battery charger. The root cause of the defective q1 cannot be positively identified. The battery was also found to have a bent battery contact (pin 6) in the battery interface connector. The root cause of the bent contact cannot be positively determined but was likely a misalignment with the battery connector while the battery was being forced into the monitor. The battery was also not able to reach its full charge capacity. The root cause of the battery not being able to hold its full charge capacity cannot be positively identified. Device evaluation of monitor (B)(4) has been completed. The reported problem (battery is not fitting correctly into the monitor) has been confirmed. The monitor's battery connector tab was broken, preventing the batteries from being properly plugged into the monitor. The cause for the broken battery tab was not positively identified, but was likely due to a misalignment problem when the pt inserted the issued battery pack into the monitor. The root cause for the misalignment problem was not positively identified. No adverse event resulted form the defective monitor, battery pack or battery charger. The pt was provided with a replacement monitor, battery pack and battery charger.